Event description:
The account generated negative architect hbsag results on a patient who was diagnosed with hepatitis b six months earlier. The patient tested architect hbsag negative (0.03 iu/ml) but repeated reactive (30.4, 30.6 iu/ml). The patient tested architect hbsag reactive at another laboratory with the same reagent lot. No hbsag confirmatory testing was provided. Six months earlier, the patient tested hbsag reactive (>250 iu/ml, test method not indicated). The patient received treatment and was diagnosed with hepatitis b. The negative architect hbsag result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, architect hbsag, that has a similar us product distributed in the us, architect hbsag. This is an initial report. An investigation is in process a final report will be submitted when the investigation is complete.

Manufacturer narrative:
Reagent lot 62564lf00 has expired since 15 feb 09. It was previously tested for a different issue, specificity, through another complaint. All validity and acceptance criteria for lot 62564lf00 were met and no product deficiency was identified. A review was carried out of the testing performed by the quality control laboratory prior to approving architect hbsag lot 62564lf00 of reagent for sale to the customer. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to the complaint issue.a review of complaint report records revealed no adverse trend lot 62564lf00 to date. There has been no other complaint registered for a false negative result for this lot number and therefore it is concluded that the issue observed is an isolated occurrence.based on this investigation, it is determined that the lot number identified in this complaint is performing within its intended use, specification and label claim.as per package insert "if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history for diagnosis of acute or chronic infection." The investigation team acknowledges that the customer followed the package insert guidance and retested the sample after centrifugation when suspected the false negative initial result. As the issue was a false negative which on repeat testing gave a reactive result it is possible that the issue the customer observed maybe related to a sample handling or centrifugation issue. As per package insert "for optimal results, serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. Such specimens may give inconsistent results and must be transferred to a centrifuge tube and centrifuged at least 10,000 rcf (relative centrifugal force) for 10 minutes."this is a final report.

Event description:
It was reported that the branch handle would not fit properly into broach during surgery. The doctor had to force fit and handle broke.